Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a lobectomy procedure. The powered handle was used during the case but there were no reported issues with the device. During the procedure, the patient had uncontrollable bleeding from a vein and passed away as a result. The account is not alleging any issues regarding the reported device.